Manufacturer narrative:
B5: upon follow-up, it was reported that the patient was discharged from the hospital 11 days after hospital admission. At the time of this report, antibiotic treatment was discontinued and the patient has recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. A day after the event onset, the patient was treated with vancomycin injection (2gm, ongoing), ceftazidime injection (1gm, ongoing) and tobramycin injection (40mg, ongoing) for peritonitis. Two days after the event onset, the patient was hospitalized due to peritonitis. At the time of this report, the patient remained hospitalized and was recovering from peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.